Event description:
Drager vent flow meter sparking while in use on patient. While assessing patient rn [registered nurse] observed "sparks" in the flow meter. Respiratory was notified and sensor changed. No harm to patient. At this time, we have pulled all unused flow sensors model number (93)8411130-20. There are 4 (one with the model number and 3 that have no model number or rubbed off) in use on ventilators being used on patients. Clinical engineering working with drager reps to report issue and overnight new flow sensors. Risk, leadership, respiratory, providers and nurses are all aware. Manufacturer response for ventilator, continuous, facility use, neonatal flow sensor iso15 (per site reporter). This is a normal behavior during the automated calibration/cleaning process that takes place at a set time interval or when the vent senses that measurements are out of normal behavior ¿ the extended ¿sparking¿ appearance can be caused by particulates (water, mucous, surfactant, etc.) That are being burned off ¿ no harm comes to the patient. It is actually not sparking (although I know it appears that way I have seen it myself) it has also likely happened before you just have to catch it at the right time and if its dark it¿s easier to see. It is joules of energy as the flow sensor wires are trying to heat up. It is often due to a pool of water in line and it is 100% safe for the patient. Rep information: [redacted].